Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl device indicating that the battery is faulty.

Manufacturer narrative:
Available information indicates that there was a battery fault. The device has not been made available to philips. Visual and functional testing could not be performed. The device remains at the customer site and no further evaluation is warranted at this time.